Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 04-june-2024, it was reported that patient faced occlusion at the site. The infusion set was in use for more than 3 hours. The infusion set was inserted in abdomen. No further information available.